Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had an alert for low pacing impedance and that the rv defib and superior vena cava (svc) coil impedance was also low. It was also noted that the rv lead had a rise in thresholds and decreased r-waves. Diagnostics were done but no action was taken. The lead remains in use. No patient complications have been reported as a result of this event.